Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: ¿after administering injection, tried to use the safetyglide to recap needle, the needle flew out of the device¿.

Manufacturer narrative:
Three photos received by our quality team for investigation. Upon visual evaluation, the three photos show a needle assembly connected to a syringe. It has no plastic shield, the safety mechanism has been activated and the needle is out of the needle hub. No other information can be obtained from the photos. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time. Physical samples are necessary to further analyze and investigate. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: ¿after administering injection, tried to use the safetyglide to recap needle, the needle flew out of the device¿.